Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic ovarian cystectomy, while using a metal atraumatic grasper to help stabilize/ insertion of a blue plastic trocar placement in the patient abdomen, blue trocar was scraped causing pieces to come dislodged into patient. Small fragments that were visible were removed immediately and a new 11m blue plastic trocar was introduced onto the sterile field.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.